Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) for concerns on the pacing therapy on this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) reviewed the data and noted functional loss of capture (loc) related to this patient underlying heart rhythm and device programming. Programming options were discussed with the caller to help optimize therapy based on this patient condition. No adverse patient effects were reported. The crt-p remains in service.